Event description:
Programming data was reviewed, and the first diagnostic test was not in the history. However, the most recent diagnostics from the previous office visit were the same as what the nurse reported the diagnostics that didn't show up in the programming history. Based on the available history, it appears that a second programming system may have been used, or there is a possibility that the physician did not run diagnostics and transposed the most recent diagnostic results from the previous visit into the notes.

Event description:
It was noted that the programming system will be returned as it is no longer used. The device has not been received to date. No other relevant information has been received to date.

Event description:
The tablet and wand involved were received for analysis. Product analysis was completed on the wand. The wand passed the final electrical test which demonstrated that current consumption rates were within specification. Continuity testing of the serial data cable and the battery cable passed, and no visual anomaly was identified with the wand. No anomalies were identified with the wand. Product analysis has not been completed on the tablet to date. No other relevant information has been received to date.

Event description:
Product analysis was completed on the tablet. Once the main battery was replaced with a known good battery, no anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. No anomalies with the vns software were noted during testing. No other relevant information has been received to date.

Event description:
It was reported that a nurse's programming tablet history was not showing a diagnostic test performed on a patient's vns system. The patient's device was able to be programmed and interrogated. The physician received an error message while trying to perform diagnostics, but she was able to adjust the usb serial cable and perform diagnostics successfully. The nurse reported that she was unable to see the first diagnostic test in the programming history on the tablet upon later review. However, diagnostic tests performed later that same day were present in the programming history on the tablet. No further relevant information has been received to date.

Manufacturer narrative:
Serial # and UDI #, corrected data: the initial report inadvertently listed the incorrect product information for the suspect device. Additional manufacturer narrative, corrected data: the initial report inadvertently listed the incorrect software version of the suspect device. The correct software version is 11.0.4.